Event description:
It was reported the subject device tissue pad peeled off when energized in normal use. The issue occurred during a therapeutic liver resection procedure. The procedure was completed using a back-up olympus device. There were no reports of patient harm.

Manufacturer narrative:
E1: facility full name - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 - last name, e1 - address 1, e1 - address 2, e1 - city, d4 - expiration date, d7a updated fields: d8, d9, h2, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.